Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for return to the manufacturer. The event as described could not be confirmed. The instructions for use (IFU) identifies transient ischemic attack as a potential complication associated with use of the device.

Event description:
It was reported through the web pas clinical trial that a patient who was treated with a web device experienced a suspected transient ischemic attack 286 days post procedure and left sided weakness 293 days post procedure. The patient presented to ed with acute onset of left sided numbness and weakness on day 286 post procedure. The patient¿s left side had become flaccid at work with no sensation. Their symptoms resolved en route to ed with ems. They were given 60mg effient loading dose with 10mg maintenance. The patient did not take the medication due to the cost. Then, 293 days post procedure, the patient experienced sudden onset of left-sided weakness that resolved by the time ems arrived. MRI done 10/23 revealed no evidence of stroke. The patient was prescribed plavix. The outcomes of the events is considered to be ¿recovered/resolved.¿